Event description:
It is reported that the pt was revised due to the device fracturing.

Manufacturer narrative:
Eval summary: pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unk. The supplied x-rays indicate that the required bone graft may not have been placed under the anterior flange of the humeral component. This graft is needed to support the humeral component. Surgical notes were not provided. It is unk whether the components were implanted per the surgical technique. With the supplied info, an exact cause for the fracture cannot be determined at this time. Eval: as returned, the humeral component is fractured approximately 2 inches from the yoke. Unfortunately, the fractured surface is smeared; therefore, sem analysis of the fracture cannot be performed. As returned, the outer pin and humeral bushings are in good condition with minimal wear. The inner pin is bent, however, it is unk when this damage occurred since the supplied x-ray show the humeral and ulna connected without the bend. Device history records indicate all components were mfg and inspected to specification.